Manufacturer narrative:
Concomitant medical products 5071 lead, implanted: (B)(6) 2012; 6935 lead, implanted: (B)(6) 2013. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was dissatisfied with how long the cardiac resynchronization therapy defibrillator (crt-d) battery lasted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.